Event description:
Clinic notes were received indicating that the vns patient¿s device was delivering weaker and sporadic stimulation believed to be due to the device losing its charge. The patient believed that the device was beginning to malfunction. The notes indicate that the patient¿s device showed an ifi-yes condition during an office visit on (B)(6) 2014. The patient underwent generator replacement surgery on (B)(6) 2014. No interventions were planned or taken to preclude a serious injury. No programming or medication changes were made that may have caused the patient to have a different perception of stimulation. No other possible causes were identified that may have caused or contributed to the event. The generator replacement reportedly resolved the issue. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the generator was completed on (B)(6) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.